Manufacturer narrative:
Visual analysis of the returned device identified: curved opening and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: a curved striated opening on the anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported "device was torn, burst." Device was not implanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this record was previously submitted thru psr. Reason for reoperation does not apply here as the device was not implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "device was torn, burst." Device was not implanted.